Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was produced when a test catheter was introduced through the sheath. Also, a dissection showed that the hemostatic valve was leaking. In conclusion, the reported issue of air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryo ablation procedure, "microscopic air bubbles" were unable to be cleared from the side port of the sheath. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.